Event description:
It was reported that on 10:42am on (B)(6) 2026, medical staff used a sv800 ventilator to assist the patient with ventilation set to oxygen therapy mode with dual-tube delivery. At 10:48 am the sv800 triggered an alarm indicating inspiratory limb occlusion. The peak pressure was 38 cmh20 and the patient's chest showed significant expansion.

Manufacturer narrative:
The hospital maintenance team performed functional testing of the device in oxygen therapy mode. During testing, the sv800 was connected directly to a simulated lung without leaks; the ventilator continued to deliver flow, and pressure increased to an excessively high level when occlusion was present. Mindray tested the unit and the sv800 performed per specifications. In addition, mindray retrieved and reviewed the sv800 event history logs, which confirmed the occurrence of an inspiratory limb occlusion alarm during the reported event.oxygen therapy mode delivers a continuous, constant flow of gas to the patient at the flow rate and oxygen concentration set by the clinician. The patient was reportedly connected using a dual-limb circuit with an endotracheal tube. From a clinical use perspective, a t-tube adapter would be expected to provide a vent port and help prevent tubing blockage. Following communication with and verification by the hospital department and involved medical staff, it was confirmed that a t-tube adapter was not used, which resulted in a tubing blockage and subsequent pressure increase. The instructions for use recommend use of an oxygen mask or nasal cannula for oxygen therapy mode and include corresponding connection instructions and a diagram. The tubing configuration and accessories used by the customer in this event were not per mindray's recommendations. Mindray has communicated the findings to the customer, and no additional device issues were reported. Mindray service personnel will schedule user training to reinforce use in accordance with the instructions for use. Based on the available information, device ventilation performance and alarm functionality performed per specifications. No product malfunction was identified.